Event description:
The caller alleged a variance in inratio inr results in comparison to the laboratory inr results. Results are as follows: date: (B)(6) 2015; inratio inr: 1.7 and 2.9; laboratory inr: 1.9. Date: (B)(6) 2015; inratio inr: 1.4 laboratory inr: 2.4. Therapeutic range: 2.0 - 3.0. The time, between the two (2) inratio inr tests on (B)(6) 2015, was five (5) minutes and the time, between the inratio inr tests and the laboratory inr test, was one (1) hour. The time between testing on (B)(6) 2015 was one (1) hour. Reportedly, the patient was unsure if their finger touched the sample well for any of the inratio tests. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. It was possible that the customer employed an improper technique during sample application. This cannot be ruled out as a cause of the unexpected results. A review of the manufacturer record for the lot did not uncover any relevant non-conformance and the lot meets release specification. The root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.